Event description:
It was reported that during a da vinci-assisted radical prostatectomy (without lymphadenectomy) surgical procedure, the prograsp forceps instrument was observed to have a burnt shaft. There was no reported patient injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis; results are pending investigation.

Manufacturer narrative:
Updated fields: g3, g6, h2, h6, and h11. Device evaluation: intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have scratch marks/abrasions on the brown section of the tube extension. No other damage was observed in the affected area.

Event description:
Refer to h11 for follow-up information.